Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience sinus problems, coughing, difficulty breathing/shortness of breath and fibrosis of the lungs. The patient did receive medical intervention n the form of a lung biopsy. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging and caused patient to experience sinus problems, coughing, difficulty breathing/shortness of breath and fibrosis of the lungs related to a CPAP device's sound abatement foam.there was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Section h6 updated in this report.